Event description:
It was reported that the silicone cover on a (B)(4) broke apart whilst inserting a set screw. Sales rep reported that there was a piece of the silicone rubber dropped in the patient. The rubber piece was removed. There was surgical delay caused by the removal of the rubber piece. There have been no patient consequences.

Manufacturer narrative:
Evaluation summary: evaluation revealed both set screwdrivers to be the subject products. No further associated products were reported. According to additional information received only one of the screwdrivers was involved in the event reported, but the customer could not identify the device, which was applied during the event reported. Review of the manufacturing records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. The event of worn silicone coating or cuts and peeling off respective loosening of the material in the upper and middle area most likely happen due to contact of the silicone cover with the metallic part of the target device, whereas damages in the lower area most likely occur due to contact of the silicone cover with a damaged nail holding screw. A pre-damage could also have been induced by cuts with a scalpel. The investigation revealed furthermore that the clamping function of both set screwdrivers returned is not given due to a not intended placed clamping ring at the tip of the hexagon. The edges at the tip of the hexagon are slightly deformed. Thus we assume that a fading of the clamping property had been arisen over time of use due to multiple intra-operative oblique insertions into a set screw. This is regarded as collateral finding and was not reported in the inquiry. This devices returned were documented as faultless prior to distribution and as they had been in use for a longer time (both manufactured in 2007) we pre-suppose that the set screwdrivers had fulfilled their tasks in former surgeries as intended. No non-conformity was identified.

Event description:
It was reported that the silicone cover on a (B)(4) broke apart whilst inserting a set screw. Sales rep reported that there was a piece of the silicone rubber dropped in the patient. The rubber piece was removed. There was surgical delay caused by the removal of the rubber piece. There have been no patient consequences.

Manufacturer narrative:
Evaluation summary: evaluation revealed both set screwdrivers to be the subject products. No further associated products were reported. According to additional information received only one of the screwdrivers was involved in the event reported, but the customer could not identify the device, which was applied during the event reported. Review of the manufacturing records revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. The event of worn silicone coating or cuts and peeling off respective loosening of the material in the upper and middle area most likely happen due to contact of the silicone cover with the metallic part of the target device, whereas damages in the lower area most likely occur due to contact of the silicone cover with a damaged nail holding screw. A pre-damage could also have been induced by cuts with a scalpel. Excerpt of product bulletin no.090701 new gamma3 flexible set screwdriver available: by using new manufacturing processes and special in-process cleaning steps, it is now possible to offer the screwdriver without blue silicone cover around the flexible shaft as shown. With this change, the reference number for gamma3 flexible set screwdriver (ref (B)(4)) was changed to ref (B)(4). Since september 2009, the new gamma3 flexible set screwdriver is available to all markets. The version with the silicone cover was phased out after the introduction of the new version. We had an external institute (B)(4) mandated to analyze the cytotoxicity of the silicone screwdriver. Conclusion: in summary the test for a biological evaluation according to din en 10993-5 showed no evidence of a relevant cytotoxic effect. Potentially remaining silicone was considered in a health hazard evaluation (hazard analysis tool, hat, ref (B)(4)) with the result that the severity was assessed as being light - without any necessity for action - because no permanent damage or no medical intervention was expected. Former existing failure mode and effect analyses (fmea, 911-4-2000) had considered potentially remaining silicone resulting in a moderate condition because of the same reasons as above. This evaluation revealed that the reported event is mainly linked to the design of the devices but it cannot be excluded that the user had contributed to the event as described above. The investigation revealed furthermore that the clamping function of both set screwdrivers returned is not given due to a not intended placed clamping ring at the tip of the hexagon. The edges at the tip of the hexagon are slightly deformed. Thus we assume that a fading of the clamping property had been arisen over time of use due to multiple intra-operative oblique insertions into a set screw. This is regarded as collateral finding and was not reported in the inquiry. This devices returned were documented as faultless prior to distribution and as they had been in use for a longer time (both manufactured in 2007) we pre-suppose that the set screwdrivers had fulfilled their tasks in former surgeries as intended. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. For further details please see investigation report attached under phase 3.